Manufacturer narrative:
(B)(4). Follow up for device evaluation a small green particle was observed floating in the solution. To support the investigation, the quality team received one unpackaged sample, a glass plate containing a piece of blue-colored material, a chart, and three photographs. A visual inspection of the sample revealed no observable defects or abnormalities. The submitted photographs depict a blue-colored particle within a syringe. According to the accompanying chart, the foreign material was identified as polyurethane. Notably, polyurethane is not utilized in the needle assembly manufacturing process. A device history record (DHR) review was conducted for material number 305211, lot 4031348. The review did not identify any quality issues or deviations during the production of this lot that could be associated with the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in full compliance with specification requirements. Based on the investigation and analysis of the submitted sample, the presence of the foreign particle as reported by the customer has been confirmed. However, the investigation was unable to determine a probable root cause.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported they noticed a small green particle floating in the solution. Verbatim: material#: 305211 batch#: 4031348 on 31mar2025 xxxxxx was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm-syringe on 31mar2025, the hcp reported, ¿ after the hcp withdrew the dose from the vial in the supplied syringe they noticed a small green particle floating in the solution. The product was deemed unusable due to potential contamination.¿